Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. It was discovered that the atrial lead had dislodged. Chest x-ray confirmed the dislodgement. The lead was explanted and replaced. The patient was in stable condition.